Event description:
Reported condition: parts fell out of the blood pump. Upon arrival the national service engineer confirmed that parts had fallen out of the blood pump. Machine installed 08/05/2024 machine total run hours at the time of event was 913hrs on 01/04/2024: national service engineer found replaced with a new blood pump. Then blood pump occlusion, blood pump roller pressure and push pin gap was verified to be in spec. Simulated patient treatment, and citric heat disinfection completed. Machine is operating to manufacturers specifications.